Event description:
It was reported that an insulin gauge on the pump displayed an incorrect fill estimate, showing 20 units instead of the expected 250 units, with this discrepancy occurring repeatedly over the last week. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue temporarily by loading a new cartridge, and tandem technical support approved a pump replacement. The customer was advised to continue using the current pump with multiple daily injections (mdi) as a backup, and a replacement pump with updated software was sent. The customer was instructed on returning the problematic pump to tandem.